Manufacturer narrative:
The returned device was evaluated and the device was received undeployed. No alarms were observed in the data. Timeouts and a drive stall were observed in the data towards the end of the run. The device completed first prime in 45 pulses and was deactivated at 55 pulses. First and second prime were completed in an expected number of pulses, but the drive system stalled during second prime. The device was reset and rerun. The device delivered a 5u bolus. No alarms, timeouts, nor drive stalls were observed in the rerun data. Corrosion was observed on the top battery. This lead to intermittent electrical discontinuity within the drive system, causing the observed timeouts and drive stalls. The battery corrosion can be determined as the cause of the device's inability to deploy.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had activated a pod the cannula had not deployed and the pods pink slide did not move forward. The pod was not worn.